Event description:
While transferring a cardiac patient, the device displayed a green dot only on the display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the facility was unable to duplicate the reported malfunction.